Event description:
Patient reported that on (B)(6) 2013 the up and down button on the infusion device did not work. Patient stated the soft component of the up button is torn. Patient stated he changed the battery and then an error 8 (power interrupt) error message appeared. Patient reported he was unable to confirm using the check button. Patient stated all of the buttons on the device are without function. Patient reported there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can not be verified due to mishandling of the product. Result the up button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), because of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.